Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 13 to 14 mm long and 28 to 29 mm in diameter with mild angulation and severe non-circumferential calcification. Vessel morphology was not reported. It was reported that after the talent bifurcated stent graft was implanted with good placement, no issues were noted until the final angiogram, when a proximal type I endoleak was noted. The cause of the endoleak is unknown. The physician elected to balloon the stent graft several times with the reliant balloon, but the leak was still present. Approximately one month post-implant, CT showed that the endoleak was still present, and angiography is to be performed at a later date to determine if any course of action is necessary. No intervention has been performed as of this report.

Manufacturer narrative:
Evaluation codes, results: endoleak. Conclusions: severely calcified aortic neck.